Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The reporter indicated that there was no malfunction and no thermal injury associated with the event.

Event description:
It was reported that after a da vinci-assisted surgery, the patient had fistula injury after the initial catheter was removed. The procedure was completed as planned without delay. The catheter was reinserted to allow healing. The surgeon was concerned if this was due to lower ratio of scaling controls of resident. A follow-up call was made and the surgeon responded that there was no device-related injury, and no device malfunction occurred. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information; however, no further details have been received as of the date of this report.